Event description:
Contrast at 2cc/sec began to be administered through the pressure injectable PICC line. After approximately 30cc was delivered, a "pop" sound was noted and the injection of contrast was aborted. Per the patient, pain was felt at the time of the "pop" and discomfort in right shoulder a few minutes after the injection was aborted.